Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher and paykel healthcare by a distributor (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned pressure line tube was visually inspected for holes. Results: the pressure line is used to monitor pressure in the breathing circuit and connects between the ventilator and the breathing circuit y piece. A hole was visible near the end of the pressure line. A lot check revealed no other similar complaints for this lot number. Conclusion: the operator punctured the pressure line tube when using the insertion tool during production. Our records for the past 18 months show we have had no other similar complaints. This is an unusual event.

Event description:
A hospital (B) (6) reported via our distributor that they discovered a hole in the pressure line tube of an rt106 adult breathing circuit while opening the package. No pt consequence was reported.